Event description:
It was reported by service report that the foot end of the stretcher would not lower. The foot end jack release rod was not properly installed in its release rod bracket. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: release rod.